Event description:
It was reported there were low impedances on the right hemisphere with decreased therapeutic efficacy. It was noted there was early end of service (eos) on the implantable neurostimulator (ins). It was stated the ins and extension were removed. It was stated it was not normal battery depletion. It was noted the patient had a shocking sensation at the clavicle. It was noted upon inspection the polyethylene on the extension was damaged. It was noted the wires were crushed. It was noted there was no patient death and no patient injury. It was stated the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found the battery at normal end of life. The telemetry and output were okay and there was no significant anomaly. Additional analysis of the extension found the #3 conductor was broken due to overstress damage 21.2 cm from the distal end. The outer insulation was broken and pinched due to overstress damage at the conductor break site. Shorts may occur at the conductor break site, due to exposed conductors, which would explain the low impedance and shocking report.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3389s-40, lot# va072e3, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot# va077as, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.